Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported "I checked at (B)(6) the next day on (B)(6) and it read 76" [inaccurate reading]. There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was determined to be functioning as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over on (1) year with no previous returns for servicing or other issues prior to the reported event.